Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer changed their cartridge and infusion set to resolve the issue.